Event description:
It was reported that pump displayed malfunction code and no notable events occurred before malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for resetting pump, successfully reset pump without recurrence of malfunction code, and was advised to continue using pump and call back if malfunction happened again, which customer acknowledged and understood.